Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. It was stated the device was discarded by the facility. No device information was reported as the device was not returned to stryker sustainability solutions. Therefore, the device history record (DHR) was unable to be verified. As the complaint device was not returned, a conclusive root cause could not be determined and the reported event could not be confirmed. The reported event could be attributed to: user attempts to cut staples or clips ; user attempts to cut non-soft tissue; user attempts to cut excessive amount of tissue. The instructions for use (IFU) state: do not directly apply current to staples or clips. Instruments were designed for cutting soft tissue. Attempting to cut staples or clips may damage the instrument. If cutting of staples or clips is attempted, damage to instrument may occur. Should the device become available for return, the investigation will be reopened. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported after two cuts the laparoscopic scissors could barely cut the suture. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.